Event description:
A copy of the medsun report was received from FDA, which states, ¿writer scanned cefepime as a secondary medication into patient¿s pump. All clamps open, successfully scanned into mar, and began infusion at 0000. Writer found the medication full at 0645, when the infusion was supposed to be completed around 0300. Patient missed abx dose due to equipment error.¿

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A copy of the medsun report was received from FDA, which states, ¿writer scanned cefepime as a secondary medication into patient¿s pump. All clamps open, successfully scanned into mar, and began infusion at @0000. Writer found the medication full at 0645, when the infusion was supposed to be completed around 0300. Patient missed abx dose due to equipment error.¿